Event description:
The customer reported when the endoscopy nurse turned on the power of the evis exera iii video system center to check the repaired ultrasound cable, then pressed the video source key to change the image, the front control panel switches would not light up. The front panel switches would not work. No image was displayed. There was no procedure or patient involvement when the malfunction occurred.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint for no image was confirmed. The other two issues reported by the complaint (abnormal lighting on the front panel and front panel button switch not working) were not confirmed. Additionally, the olympus repair center found an image abnormality (distortion, etc.) That would make it impossible to distinguish tissue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issues occurred due to the failure of the printed circuit board. A definitive cause of the faulty printed circuit board could not be determined. Since the other two device malfunctions were not confirmed during evaluation, the definitive root cause of these failure could not be determined. Olympus will continue to monitor field performance for this device.